Event description:
It was reported that the patient experienced heart rate "high and dropping into the 40s". The right ventricular (rv) lead exhibited low impedance warnings. The implantable pulse generator (ipg) was pacing below the programmed rate. The ipg and ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: pb1018 valve implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.